Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed three openings on posterior side assessed as fold flaw opening and observed opening on anterior side assessed surgical damage. Additional observations: observed creases on the device. Observed wear abrasion on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported rupture discovered by mammography. This record relates to the right side. The device has been explanted and replaced.

Manufacturer narrative:
Continued h.6 health effect impact codes: f2203 imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture discovered by mammography. This record relates to the right side. The device has been explanted and replaced.